Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent elective endovascular treatment of an symptomatic chronic dissection extending from zones 4 to 9. The tevar indication was pain and aneurysm. A conformable gore® tag® thoracic endoprosthesis (tgu313110) was implanted within zone 4, two other manufacturer¿s devices were deployed and implanted within zone 9. The patient also underwent branch treatment of the celiac artery (ca), superior mesenteric artery (sma) and the right and left renal arteries (rra/lra). Post treatment of the branch vessels reported all were patent, with no coverage of the left subclavian artery. The patient tolerated the procedure and was transferred to the intensive care unit. On an unknown date, approximately pod 8, the patient underwent endovascular reintervention for false lumen perfusion with glue. On an unknown date, approximately pod 9, the patient was reported to have expired. The cause of death is unknown.